Manufacturer narrative:
No information to date. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.

Event description:
A hospital in another country reported that the autofeed function on an mr290 failed soon after use. The water exceeded the limit line of the mr290 chamber.